Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information base on the device evaluation. The sapien 3 ultra valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. The instructions for use/training manuals were reviewed for guidance/instruction involving the sapien 3 ultra valve usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Current risk mitigations include design and manufacturing controls, guidelines, and instructions to the physicians in the IFU and training materials on how to successfully track to, position, and deploy the thv in reference to the native annulus or bioprosthetic valve. The event of valve embolization was unable to be confirmed due to unavailability of procedural imagery/medical records. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. In this case, tension was built up within the delivery system during the valve alignment. If the stored tension of the delivery system was not released prior to valve deployment, this could lead to valve movement towards the aorta during valve deployment. Per the training manual, "release delivery system tension prior to deployment by ensuring thv is coaxial within annulus on final position". As such, available information suggests that procedural factors (not released stored tension prior valve deployment) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Event description:
As reported from australia by an edwards lifesciences affiliate, a 23mm sapien 3 ultra valve was implanted in the aortic position via subclavian approach. During the procedure, the pusher of the commander delivery system caught on the valve and the delivery system was reset twice to perform the fine adjustment. Tension built up in the system. During deployment, the valve embolized into the aorta due to the tension in the system. The valve was pulled into the ascending aorta and deployed. A second valve was prepared but not used as a subclavian artery perforation was noted and the reentry was not feasible. An angioplasty was performed, and a covered stent was placed on the perforation. The patient was hemodynamically stable, and procedure was aborted. However, the patient died on post operative day 1.

Manufacturer narrative:
Investigation is ongoing. H3 other text : valve remained implanted in the patient.

Manufacturer narrative:
This is one of three reports being submitted for this case. Please reference related manufacturer report numbers: 2015691202315344, 2015691202315342. Investigation is ongoing.